Event description:
It was reported that remote transmission showed that the patient received inappropriate atp therapy. Several episodes of lead noise were observed. No electrical anomalies were detected. The noise was not reproducible. The patient is currently in the ICU for unrelated device reasons. The patient is scheduled for a hospital transfer further treatment including lead replacement. The lead remains implanted.

Event description:
New information received notes that the patient received inappropriate atp therapy. Episodes of noise and pacing inhibition due to oversensing were observed. The noise was not reproducible in clinic. The device was deactivated as the patient is in hospice for non-cardiac reasons.